Event description:
During shift check, the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer did not perform troubleshooting to clear the ua45 advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed. Functional evaluation failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to "home" position to remedy the fault. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).